Manufacturer narrative:
It was reported that the patient passed away at home due to an unknown cardiac event after two weeks of amulet implant procedure. Also reported that the implanter did not believe that the device had any consequences to the death or that the device had a lack of performance. Field indicated that the patient remained hemodynamically stable throughout the procedure. The device remained implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Without additional relevant clinical information and imaging further review of case was not possible. Based on the limited information, the cause of reported patient effect cardiac arrest and patient death could not be conclusively determined. There were no complaints associated with any other devices from the lot. Based on the information received, there is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an amplatzer amulet left atrial appendage occluder was implanted using a 12f amplatzer torqvue 45x45 delivery sheath. The patient remained hemodynamically stable throughout the procedure. On (B)(6) 2024, the patient passed away at home due to an unknown cardiac event. The implanter did not believe that the device had any consequences to the death or that the device had a lack of performance.